Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise as noted on the electrogram (egm), resulting in inh ibition of pacing. In addition, an increase in sensing integrity counter (sic) were detected. The rv lead was explanted and replaced. It was further reported that short pauses due to the inhibition of pacing were noted by the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.